Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that incomplete/under infusion was experienced in a low volume folfusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The device contained an unconfirmed solution. No additional information is available.